Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets tube kinked event on (B)(6) 2024. The blockage was in the tubing. The infusion set was in use for couple of hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.